Event description:
The facility representative contacted baxter to report that failure code 804:26 occurred on a colleague infusion pump during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition was confirmed but not reproduced during evaluation. The root cause was determined to be a software failure. Software failures are not attributed to a hardware defect therefore repair is not required at this time.additional information: this issue has been escalated to CAPA.a service history review revealed no previous service events were related to the reported condition.the user interface module master software version is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.